Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device will not turn on. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, the device cannot be updated or tested because pca is burned. The ui has cosmetic details like scratches. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.